Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." The device remains implanted.

Event description:
Patient reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Observed opening striated on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced.